Event description:
It was reported that during an unknown procedure the iris valve seal was broken when the surgeon revolved the upper seal ring. Changed to another one to complete the procedure. No adverse event on the patient. Procedure was prolonged by five minutes.

Manufacturer narrative:
Information was not provided by the initial contact. The analysis results found that the iris seal of the device was torn. No functional testing could be performed due to the condition of the returned device. However, it should be noted that with the iris seal torn, the opening and closing mechanism functioned as intended. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring and propagated diagonally to the lower ring, where the tear continued 360º around the lower ring. The batch record was reviewed and no anomalies were noted during the manufacturing process.